Event description:
Omnipod dash lot: pd1k09192121, expiration date 2023-03-19, ref pod-ble-p1-525. Device failure rate of 36% with this lot, 4 out of 11 failed lasted less than 24 hours, so large amount of insulin was lost (insulin pump requires 200 units of insulin). Manufacturer claims there is nothing defective with the current lot. FDA safety report ID# (B)(4).